Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. The insulin pump was received with partially broken retainer. Tested with a test p-cap and the test p-cap locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.